Event description:
It was reported, the generator stopped working and error code esg-400 e457 occurred. The event occurred during set up / inspection for use before patient was in the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, it was observed, the generator had error e189. The most likely cause was determined to be a faulty generator board caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Additional information, h4 dom, d9 returned date.

Event description:
No additional information received from customer.